Event description:
It was reported that the patient was in a motor vehicle accident that caused trauma to the site of the device and the patient has shortness of breath. It was also reported that the device had high battery impedance, no output, and no pacing. The lead reportedly had high impedance and a possible lead fracture. The device and the lead were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.